Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported that the bronchoscope had a black screen. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and device evaluation. Updated fields: d8, d9, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation and the historical data, possible causes include such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by the customer.